Event description:
During priming of the circuit, the perfusionist noted a slice in the tubing that is positioned in the rollerhead. The slice is approximately 0.5" in length. Based on analysis of the returned product, the location of the slit was determined to be in the blood line segment of the cardioplegia solution delivery system. The pack was replaced prior to any patient involvement.